Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-11837. It was reported, the pt was receiving too much stimulation on the left side of his body but not enough stimulation on the right side. The physician opted to add a peripheral scs system with two new leads to provide stimulation coverage. It was reported, the pt received stimulation coverage with the new system.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.